Event description:
The following information was provided: it was reported that the patient's right knee was revised due to patient complaint of pain and swelling. Intra-operatively, surgeon reported corrosion between the gmrs femoral component and the stem. The femoral component and axle were revised. Rep confirmed that no further information will be released by the hospital or surgeon.